Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2017, explanted:, product type catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were intractable spasticity and stroke. The patient¿s medical history included spasticity/ tone of her left hand and leg due to stroke. The patient reported they went to ER (emergency room) the following morning after implant for a blood-patch. The patient¿s managing physician was informed and the patient was recovering fine. No further patient complications were reported.